Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation is not being considered at this time.

Event description:
Three channels were found to have high impedance and there was one short circuit between two channels when the patient came in for a routine follow-up appointment. Speech understanding was reportedly not affected. The patient reported experiencing a trauma 2 months prior to the appointment. The situation will be monitored but no further action will be taken at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient came to the clinic for normal follow up, audiologist noticed abnormal measurement in his left side. Patient reported a trauma before 2 months.